Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that patient had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 464 mg/dl. The customer stated that the battery died in the middle of the night. The customer's mother does not have the pump with her. Customer was offered to troubleshoot for battery issue and the high blood glucose but transfer to the representative to get application for the pump.